Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized several times due to high and low blood glucose on (B)(6) 2018 respectively. Customer does not know the blood glucose reading when she was hospitalized for the high blood glucose. Customer was treated with IV drip. Customer also reported that she was hospitalized due to low blood glucose of 45 mg/dl and was treated with IV drip. The customer experienced symptoms such as nausea, vomiting, headache and pain. Customer declined high and low blood glucose troubleshooting. Customer did not mention if the auto mode feature was active at the time of high and low blood glucose events. The product not be returned for analysis.